Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose levels (44 mg/dl). Customer stated that they believe settings may be set too high. Customer reported that they are working with their endocrinologist to adjust the pump settings. Customer drank soda to stabilize blood glucose levels.